Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating and failed to pull events report or any data. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating and failed to pull events report or any data. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating to es. It was not pulling events report. A technical support specialist applied the relevant knowledge article to resolved retry but upload was not running. Then applied knowledge article next to force upload and successfully recovered the station. Functionality was verified by the customer, and the case was approved for closure. The system functioned as intended after the technical support specialist repaired the device.